Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion in the mid rca. The device was inserted into the patient and the delivery system balloon was dilated and the physician thought the stent had deployed. The delivery system was removed from the patient and a post angiograph was completed but the physician was unable to visualize the stent. The stent was found damaged on the stylette which was removed from the balloon prior to insertion. Another stent was deployed to the target lesion without issue. There was no patient injury and no clinical sequelae were reported. There were no difficulties removing the device from hoop/sheath.

Manufacturer narrative:
(B)(4). Results: root cause undetermined - limited information available. Failure to follow instructions (device was not inspected post removal of the sheath and stylette). Device not received for evaluation.